Event description:
It was observed during the device inspection, that the colonovideoscope nozzle had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8, and e4. Additional information added to field: h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Investigators believe that the insufficient air supply was caused by the presence of foreign material. It is also possible that the foreign material in the nozzle may have come from a silicone-based component - however, that information could not be verified. Because the type of foreign material could not be identified, the cause of the material remaining in the device could not be determined. The instruction manual states the inspection method associated with the event in "operation manual for pcf-h290ti series chapter 3 preparation and inspection", and preventative measures in "reprocessing manual for pcf-h290ti series chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.